Manufacturer narrative:
The unique device identifier for this device is (B)(4). Address line 1 (B)(6). Address: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow of solution through a clearlink continu-flo solution set during infusion. The device was being used with an unspecified secondary set and a baxter infusion pump. The secondary set was attached to ¿the port closest the patient.¿ the nurse observed that there was backflow from the secondary IV bag (containing unspecified medication) into the primary IV bag (containing normal saline). The primary IV line was clamped to prevent any further backflow. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.